Event description:
It was reported that an unspecified malfunction alarm occurred and that damage to the pump housing caused difficulty loading cartridges. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.